Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), systemic lupus erythematosus ("lupus") and sjogren's syndrome ("sjogren¿s syndrome") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), alopecia ("hair loss"), loss of libido ("loss of libido"), muscle fatigue ("muscle fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia") and migraine ("severe migraines"). The patient was treated with surgery (essure coils removed via total hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, systemic lupus erythematosus, sjogren's syndrome, alopecia, loss of libido, muscle fatigue, vaginal haemorrhage, arthralgia, fibromyalgia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, fibromyalgia, loss of libido, migraine, muscle fatigue, sjogren's syndrome, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure properly placed /fallopian tubes occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), systemic lupus erythematosus ("lupus/ diagnosis of systemic lupus") and sjogren's syndrome ("sjogren¿s syndrome/ sjörgren¿s syndrome due to the implantation of the essure device.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included malignant large intestinal neoplasm nos, kidney cancer, dyspepsia, familial polyposis, insomnia, wilms' tumor, seizures and epilepsy. No history of migraines. Concurrent conditions included overweight, celiac disease, low back pain, osteoarthritis, rhinitis, cancer, dysfunctions associated with sleep stages or arousal from sleep, breathing-related sleep disorder, consciousness disturbed, traumatic brain injury, tendency to bruise easily, urinary retention and gastrointestinal ischemia. Concomitant products included alprazolam, ascorbic acid (vitamin c), betamethasone, ciclosporin (restasis), cortisone, cyproheptadine, diclofenac, diclofenac sodium, epinephrine, estradiol, furosemide, levocetirizine, meclozine (meclizine), oxycodone, prednisone, tizanidine, vitamin b-complex with anabolic steroids and ziprasidone hydrochloride (geodon). In (B)(6), the patient experienced sjogren's syndrome (seriousness criterion medically significant). On (B)(6) 2010, the patient had essure inserted. In (B)(6), the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6), the patient experienced the first episode of fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), loss of libido ("loss of libido"), muscle fatigue ("muscle fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), arthralgia ("joint pain/ ankles pain"), migraine ("severe migraines"), pelvic pain ("pelvic pain"), menstruation irregular ("irregular bleeding/ unusual bleeding"), joint swelling ("swelling/ joint swelling"), inflammation ("inflammation"), the second episode of fibromyalgia ("fibromyalgia"), myalgia ("muscle pain"), eye pain ("eyes pain"), allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety "), depression ("depression"), asthenia ("weakness"), peripheral swelling ("swelling in her feet") and back pain ("back pain"). The patient was treated with surgery (essure coils removed via total hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, systemic lupus erythematosus, sjogren's syndrome, alopecia, loss of libido, muscle fatigue, vaginal haemorrhage, migraine, joint swelling, inflammation, the last episode of fibromyalgia, eye pain, allergy to metals, post-traumatic stress disorder, anxiety, depression, peripheral swelling and back pain outcome was unknown and the arthralgia, pelvic pain, menstruation irregular, myalgia and asthenia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, depression, eye pain, inflammation, joint swelling, loss of libido, menstruation irregular, migraine, muscle fatigue, myalgia, pelvic pain, peripheral swelling, post-traumatic stress disorder, sjogren's syndrome, systemic lupus erythematosus, vaginal haemorrhage, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: discrepancy noted as pre pfs : date of insertion : (B)(6) 2010 and - (B)(6) 2010 which was gone in initial case. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure properly placed /fallopian tubes occluded. Concerning all the injuries reported in this case, the following ones were confirmed in patients's medical record: most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical record received. Event added: pelvic pain, irregular bleeding, swelling, inflammation, a diagnosis of systemic lupus, fibromyalgia, muscle pain, eye pain, allergic to nickel, ptsd, anxiety, depression. Concomitant and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.